Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator has technical failure 300 "device in failsafe", technical failure 400 "inspiration valve or device leaky" and technical failure 545 "astepinspvalve value out range - failsafe" alarm. There was no information of patient involvement reported with this event.

Manufacturer narrative:
Results of investigation: return analysis (fa lab investigation): vyaire medical was not able to confirm the issue. The exact root cause could not be established as no performance issues were found. Return analysis visual inspection found no indications of damage or misuse. Ventilation was then cycled for 1 hour with 70% o2 and then 100% o2 and functioned as intended with no alarms or warning messages. Power was cycled 10 times and the bellavista vent functioned as intended with no issues, alarms, or warning messages. Even though no functional or performance issues were found in fa lab investigation, logs shows the inspiration valve. Non-return analysis(field service representative evaluation): a vyaire field service representative (fsr) evaluated the device onsite and replaced the inspiration block. Vent passed calibrations, 2 point o2 cal, circuit test and verification and it performs within manufacturer specifications.